Manufacturer narrative:
"After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0003812. Please refer to mfg report number 2249723-2025-0003812 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0003805 in your database."

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had low gas error. No patient harm or injury reported.